Event description:
The device was returned after being removed due to normal battery depletion. The device was analyzed and subsequently tested out of specification.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.